Event description:
It was reported that screws were found broken at l5 via x-ray after lumbar case.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
(B)(4) the xia 3 titanium polyaxial screw dia 5.5 x 45 mm was reported to have broken post-operatively. The product was not returned and the lot number was not provided, therefore the manufacturing history could not be reviewed. This event occurred post operatively and resulted in a revision surgery. Without the returned product and a lot number, the likely root cause could not be determined for the reported event. Conclusion: because the device has not been returned the exact cause of the event cannot be determined and is likely multifactorial.

Event description:
It was reported that screws were found broken at l5 via x-ray after lumbar case.